Event description:
Pt presenting to surgery for mitral valve repair. Disposable oxygenator placed on heart lung machine. Went on bypass. Po2 good initially then declined rapidly. Pt placed on vent. All tubing connections checked for leakage/fit. No problem found. Tubing disconnected from wall outlet & connected to o2 tank. No change in po2. New oxygenator obtained & systems changed out. Po2 back up to 528.